Manufacturer narrative:
During the evaluation of the device at a third party service center, an issue related to the oxygen blending module was observed. The ventilator's oxygen blending module board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.